Event description:
It was reported by (B)(6), diabetes educator at (B)(6), that since the beginning of this year, they have repeatedly had children who develop abscesses at the pod insertion sites, some of which even have to be surgically opened. At this point, about 4¿5 children are known to be affected. The abscess forms directly at the pod insertion site. This was a general report, received via email. Specific dates of events were not reported. Details regarding treatment were not reported. No further information was reported and it was stated that no follow-up information is available. Five reports were opened to capture the report of ¿4-5 children are known to be infected¿. Insulet report reference numbers: (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not reported. Omnipod software app version: data not reported. Operating system: data not reported. Hardware: data not reported. Cgm sensor type: data not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.